Event description:
After the scrub assistant attached the luer lock of the deflux syringe to the injection needle, she tried to inject the gel through the needle and the tip of the syringe broke off. This happened over the back table. There was no injury to the pt since it was over the back table.